Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device did not have enough power was not confirmed. However, during evaluation, it was determined that the triggers and mode switch were sticking, device was making a grinding noise, triggers were corroded, coupling head was worn, and internal components were corroded. The assignable root cause was determined to be due to wear from normal use and wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the small battery drive device did not have enough power. During an in-house engineering evaluation, it was observed that the triggers and mode switch were sticking. It as further noted that the unit was making a grinding noise when running, triggers were corroded, the coupling head of the unit was worn and internal components were corroded. It was reported that there were no delays and an identical spare device was available for use. It there were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly